Manufacturer narrative:
(B)(4). The battery was returned to physio-control for evaluation and the reported venting condition was verified. The two battery cells closest to the pcb had vented causing a black smoke. The battery case seam was split mostly open when received. The cause of the observed venting battery was reported to be due to the use of the approved instructions, at the time, of discharging the battery.

Event description:
A physio-control field service representative contacted physio-control to report that after use of the battery discharge tool on the device battery, the battery appeared to vent. A prior clinical review of this failure concluded that high dose exposure of so2 (sulfur dioxide) may result in hospitalization, permanent lung injury, or serious eye damage. There was no report of any patient or bystander harm associated with the reported issue.